Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was found within the investigation window. The allegation was confirmed. The customer's complaint was confirmed because a failure was found. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient experienced excessive diaphoresis and disorientation. The cgm was reading 119 mgdl and the blood glucose reading by the spouse was 31 mgdl. The spouse treated the patient with carbohydrates. Less than an hour after treatment, the patient recovered and the unspecified reading went up to 73 mgdl. There was no documentation of further medical evaluation or intervention for serious symptoms of hypoglycemia. Five days after the episode, the day of the call, the same cgm was still reportedly inaccurate with estimated glucose value (egv) 180 mgdl and bg 51 mgdl. The patient reportedly was asymptomatic and did not take any medication at the time of the call. No other details were documented. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.